Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an inappropriate mode switch due to atrial channel oversensing of noisy signals. Technical services (ts) discussed it appears to be lead noise and recommended further in clinic review. This ICD remains in service. No adverse patient effects were reported.